Manufacturer narrative:
Complaint conclusion: it was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f didn't stick well to the vessel wall. The sealant came out of the patient¿s skin one day after the procedure. There was no bleeding. The vcd was being used in conjunction with a 6f procedural sheath introducer following an interventional coronary procedure. The patient's hospitalization was not extended. Additional information received indicated that the vcd was used for femoral arterial closure. Hemostasis was achieved with the vcd. The patient did not have any relevant medical history. The product was not returned for analysis. A review of lot f1715902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (11/21/2017) additional information received indicated that the vcd was used for femoral arterial closure. Hemostasis was achieved with the vcd. The patient did not have any relevant medical history.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1715902 was performed which showed that there were no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f didn¿t stick well to the vessel wall. The sealant came out of the patient¿s skin one day after the procedure. There was no bleeding. The vcd was being used in conjunction with a 6f procedural sheath introducer following an interventional coronary procedure. The patient's hospitalization was not extended. The vcd will not be returned for analysis.